Event description:
An incident occurred involving the guidewire in the pinnacle introducer kit while performing an iliac angioplasty. Acess was gained via the femoral artery and the guidewire was advanced into the entry needle. Resistance was encountered upon guidewire advancement. An attempt to remove the guidewire was unsuccessful. A dilaator was advanced over the guidewire in an effort to facilitate removal, however, this was also unsucessful. The guidewire appeared to have unravelled and was hung up at the insertion site. Arterial dissection necessitated aborting the angioplasty procedure and surgical retreival of the wire. No further complications ensued from this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.